Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was patient contact with the device but no patient injury. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).